Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the homechoice cassette and dianeal bag. This was identified before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation as white spike without tip protector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak and clear passage testing were performed, and no issues or leaks were observed. The white spike was connected, fully flushed into an in lab molded port and no issues or looseness was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.